Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. The cause of death was cardiac failure. The patient had been hospitalized for an unrelated event five days prior to their death. One day prior to the patient death, the patient had withdrawn from pd therapy. Therapy was not ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The event history log review revealed there were no keystrokes, programming, use related, or iipv events that would cause or contribute to the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing; however, failed the functional testing. The rite failure would not have caused or contributed to the patient¿s death. A short simulated therapy was successfully performed and the device passed all testing pertaining to accuracy confirmation and temperature verification. The product analysis lab (pal) analyzed the device and no failure or malfunction was identified that could have caused or contributed to the reported problem. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem; therefore, the cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.